Event description:
It was reported by the customer that a pyxis anesthesia system had a failed drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-nov-2022 to 21- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had drawer failure. A field service engineer removed the drawer and reseated all connections. He replaced the drawer board, the module controller board, and the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. The filed service engineer replaced the drawer board, the module controller board, and the retractor band. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia system had a failed drawer. A fst was out yesterday to look at the issue, but they were not able to replicate the issue. He replaced a part one of the drawers, but drawer 2.2 has failed again this morning. There were no adverse events or injuries reported based on this event.